Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilators parapac plus failed to cycle. There was only continuous flow. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was received for evaluation in good condition. The device history record was reviewed and noted no issues. An initial five-hour test was ran in an attempt to replicate reported failure mode. The settings were periodically altered and the device was turned off and on during the course of the check. Toward the end of the test, the device began to cycle erratically, it was hesitating during the inspiration time and it would partially lose pressure on the manometer. Subsequently, the device began to continuously flow. The continuous flow confirms the reported complaint allegation. The manifold kit was replaced as a result. As a final precaution, device was ran for an additional four hours. No failure mode was found during the final check. In attempt to determine the problem source, the original input manifold and checked for damaged o-rings internal to the timing valve and the device was checked for any dirt or debris. No conclusive evidence was found to determine cause of failure considering original input manifold. Therefore, the problem source was noted to be unknown.